Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log file. A review of the submitted log file spanned approximately 3 days (04oct21, 28jan22, and 18jul22 per time stamp). The data recorded on 04oct2021, captured the pump functioning as intended at a fixed set speed of 5400 rpm and the low speed limit (lsl) of 5200 rpm, until the driveline was disconnected. The black and white cables were then disconnected from power, and a controller shutdown sequence was performed. These events appeared to be consistent with a controller exchange; however the reason is unknown. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was not returned for analysis for this issue at the time of the exchange in 2021. Additional information provided on 17oct22 stated that the reason for the exchange in 2021 could not be determined and there were no issues reported at that time. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all controller alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reason for the exchange was not determined. The ventricular assist device (vad) coordinator had not heard about the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a system controller exchange on (B)(6) 2021.